Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when connecting a bd q-syte¿ luer access split-septum stand-alone device with the PICC for infusion, the nurse found the septum pushed into the adapter after flushing. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
One sample unit was received for evaluation by our quality engineer team. Upon visual/microscopic examination, the septum was observed pushed into the adapter, residual septum material and adhesive was observed on the rim of the q-syte top body, and traces of gauze remains were observed on the bottom of the q-syte. As a lot number was unavailable for this incident, a device history record review could not be performed. A definite cause could not be determined for the observed defects. The residual adhesive and septum material observed on the q-syte rim is an indication that a bond was provided during the manufacturing process. The returned sample did not indicate that the manufacturing process introduced the damage observed. External forces most likely contributed to the damage observed. An instruction pamphlet is provided with q-syte product. This information documents the potential failure modes of this device if not used properly. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.